Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. No harm requiring medical intervention was reported. Customer confirmed that she was unable to complete rewind. Customer confirmed that she received motor error alarm for several times. Customer confirmed that the insulin pump was not exposed to magnetic field. Customer confirmed that the insulin pump was not dropped. Customer confirmed that the drive support cap was intact. The device will not be returned for analysis.